Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal battery for aseptic transfer kit had to be replaced at the beginning of surgery. There was no report of surgical delay or pt injury associated with the event. No add'l clinical info was received prior to this report.